Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, review of the stored egms revealed far p-wave oversensing. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.